Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage is consistent with excessive torque applied during tightening of the central nut. No deviation or no non-conformance to specifications has been recorded.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the center "screw" broke. A new implant was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.